Event description:
It was reported that there were telemetry issues and that an overdischarge of the implantable neurostimulator (ins) was caused by the recharger. It was further noted that it was unsure if the recharger was at fault. The patient had complained just in the prior few months that the recharger would not connect with the ins but the patient did have stimulation. Prior to the issue, the patient had been recharging every week but since had the recharger issue and then the ins was overdischarged. A physician mode recharge (pmr) was initiated with a different recharger. The last charge date was (B)(6) 2013. It was suspected that the recharger was operating fine and that the patient had been in overdischarge for 9-10 months. Additional information received reported that a jumpstart was attempted on the patient¿s battery without success. It was noted that a replacement was pending authorization. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).